Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter prompted the error 2 message. The patient stated that before the issue started he felt symptoms of weakness and what he describes as "hypo". The patient did not receive any medical attention due to the issue and did not take any action regarding diabetes treatment due to the issue. The product is not new (out of box). The patient was unable to answer additional troubleshooting questions. This complaint is being reported because the error 2 message was not resolved through troubleshooting. The patient's symptoms occurred before the product issue therefore the product did not cause or contribute to any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.